Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an ipg system infection was not confirmed.

Manufacturer narrative:
Concomitant products: valve implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fever and possible infection.  The complete implantable pulse generator (ipg) system re mains in use. No further patient complications have been reported as a result of this event.